Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated an insulin delivery alert consistent with a consecutive stalled motor condition, which was verified in device history, and the alert recurred after a device restart, leading to pump replacement; the device retained settings and algorithm learning through restart, and the user was advised on backup therapy and return logistics. Symptoms included hyperglycemia. Outcomes included the need for medical intervention with subcutaneous insulin using a pen and temporary discontinuation of pump therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.